Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that the batch met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Taking into consideration the evaluation conducted at the cis and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex colonic stent was used in the colon during a colonic stent insertion procedure performed on (B)(6) 2015. According to the complainant, this was to treat a lesion due to (B)(6). Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician advanced the device to the target area and deployed the stent, however, the stent moved 5-6cm from the desired location. The stent was left in place and a different stent was implanted in the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.